Event description:
During an atrial fibrillation ablation procedure, the patient developed st elevation and symptoms of myocardial infarction. Near the conclusion of the procedure, it was noted the cool point pump tubing set had air approx halfway to the peristaltic wheel. The decision was made to turn the stopcock to a port with nothing connected to it in order to purge the air. While flushing the tubing set at 60 ml/min, it was noted that the stopcock had been turned in the wrong direction, which directed the air into the non-sjm ablation catheter; therefore, the air was purged into the right atrium. At this time, purging the line was stopped and the patient developed st elevation per the electrocardiogram. A myocardial infarction was suspected at this time and an interventional cardiologist was consulted to perform an angiogram; however, while waiting for the cardiologist to arrive, the pt's st segment returned to baseline. The angiogram was performed and revealed no anomalies. The patient was routinely monitored post-procedure and no further intervention was required. There were no performances issues with any sjm devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the cause of the reported st elevation and symptoms of myocardial infarction were due to user error during the procedure.